Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes that an unspecified number of tubes were exhibiting stopper creepout. This was observed after centrifugation and during transportation in the pneumatic tube system. A sample leaked inside the biohazard bag during transport and was recollected. There was no further health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k230855. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-may-2024. Investigation summary : bd received seventy-one (71) samples and four (4) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for stopper creep out was observed. Additionally, twenty-nine (29) customer samples were randomly selected and evaluated by functional testing. The indicated failure mode for stopper pop off with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creep out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes that an unspecified number of tubes were exhibiting stopper creepout. This was observed after centrifugation and during transportation in the pneumatic tube system. A sample leaked inside the biohazard bag during transport and was recollected. There was no further health impact or consequence reported.